Event description:
It was reported that the patient's right knee was revised due to swelling, clanking, and joint laxity. A cr cemented femur and cs insert were revised to ps implants. The rep confirmed that no further information will be released by the hospital or surgeon.